Event description:
Additional information received reported that the pump was tilting due to obesity and body habits.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n425732, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information was received from a health care provider via a clinical study regarding a patient receiving dilaudid 20mg/ml at a simple continuous dose of 4.930mg per day. The indications for use were noted as non-malignant pain and post lumbar laminectomy syndrome. The patient experienced a postoperative wound seroma which was diagnosed, on (B)(6) 2015, upon examination under ultrasound. Lab work was performed on fluid from the seroma that same day. The fluid was cultured, and was (B)(6) as no growth was identified. In terms of interventions, the seroma was drained via find needle aspirate on (B)(6) 2015. As of (B)(6) 2015, additional examination/palpation revealed very little fluid surrounding the pocket and there was no need for intervention. The seroma was noted to be related to the implant procedure. Additional signs/symptoms included a small amount of erythema and fluid collection. The severity was noted to be mild. In regards to the seroma, the patient recovered without sequelae as of (B)(6) 2015. It was also reported the pump had tilted in the pocket. Upon examination/palpation on (B)(6) 2015, it was determined the pump had tilted backward at the bottom making it difficult to access. As of (B)(6) 2015, again upon examination and palpation, the pump was tilted at an odd angle in the pocket and couldn't be refilled due to positioning and under sonogram due to a large fluid pocket atop pump. The severity was noted to be mild. A refill occurred under fluoroscopy on (B)(6) 2015. The pump was successfully refilled under ultrasound instead of fluoroscopy on (B)(6) 2015. The patient's wife reportedly indicated the patient was having nausea for at least three days. As of (B)(6) 2015, the event resolved without sequelae. Additional examination/palpation on (B)(6) 2015 revealed that the seroma/fluid in the pocket was no longer present. The patient recovered without sequelae as of (B)(6) 2015.